Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4)h3 other text : device not returned.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 73.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and inflated fully. The reported event cannot be confirmed by the evaluation. The product performed according to specification. However, kinks to the catheter may contribute to difficult inflation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(b(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the augmentation pressure was found to be low and the iab would not inflate under fluoroscopic guidance. Although "iab fill" key was pressed to refill the iab catheter and resume pumping, the issue was unable to be resolved. This iab catheter was removed safely from the patient and was replaced to a new one from the same model, yet the issue persisted. The console was then swapped out for a different one and the issue was resolved. Therapy was continued with the second iab catheter and the second console with no further issues. After removal, the first iab was connected to the console and was able to fully inflate without any issues. There was no patient harm or adverse event reported.